Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: shaky. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-3 error message. At the time of the call the customer reported feeling shaky; medical attention was not needed at the time. During the call, a back blood test was performed by the customer and produced test result of e-3 using true metrix meter. The product is stored according to specification; customer had purchased the test strips on the day of the call. The test strip lot manufacturer¿s expiration date is 05/31/2022 and open vial date is 03/31/2021. Call had disconnected during the troubleshooting process; call back was attempted but unable to contact customer.